Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial report inadvertently did not report that the report source was the county sheriff's department.

Manufacturer narrative:
.

Event description:
The patient's physician reported that his office still does not have any additional information regarding the patient's death.

Event description:
Product analysis for the generator was completed on (B)(4) 2012. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The analysis of the lead was completed on (B)(4) 2012. The results are reported in manufacturer report number: 1644487-2012-01108.

Event description:
The explanted generator and lead were received by the manufacturer on (B)(6) 2012. The return product form indicated the reason for return as the patient was found on the floor deceased. However, product analysis for the products has not been completed to date.

Event description:
It was reported by the coroner that the patient had passed away on (B)(6) 2011 and the cause of death was positional asphyxia secondary to a seizure. Reporter states he does not believe the death has anything to do with vns. Patient was found face up and death was not witnessed. Attempts for further information and product return have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient's cause of death was probable sudep. The underlying cause was unspecified threat to breathing, other and unspecified convulsions, and asphyxiation. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.